Event description:
Customer reported that insulin pump failed to alarm after being exposed to moisture. Customer reported that the pump gave a blank screen, followed by loud vibration noises and a constant tone. Eventually, the pump stopped working altogether. Customer reported a blood glucose level of 112 mg/dl. Customer is returning the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip. The vibrating and constant tone could not be verified due to blank display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.